Event description:
I noticed my menstrual cycles became very infrequent and irregular. When I had them they were very heavy and I would have very severe cramping. My husband even noticed because I would have a period non stop for 2 weeks. My hair turned grey and I have unexplained hair loss. Severe abdominal pain whenever I have my cycle that I've been. Hospitalized for. The doctors have no explanation or even know what essure is until I explain it to them. I get severe migraines, severe bloating and cramps, heavy bleeding, abdominal pain for several weeks. This never happened to me prior to essure. My hair started greying and falling out without any explanation. My iron levels have been low.